Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Out of range impedance was observed. Further investigation discovered that the rv to can, svc to can and rv to svc hv vectors were trending at the highest value. Header connection anomaly was suspected. The device remains implanted.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.